Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic salpingectomy procedure the distal shaft broke off and fell in to the patient. The broken piece was retrieved laparoscopically after increasing the size of the incision and inserting a larger unspecified trocar. The procedure was completed with the larger trocar. There were no patient consequences reported.